Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 694 mg/dl. The customer was admitted to the hospital and they gave her saline bag and insulin through IV and insulin shot in the arm. The customer declined to troubleshoot because she is comfortable with the way it's working now.